Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq implantable cardioverter defibrillator: (B)(6) 2013. A 5076 implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that oversensing was seen on stored episodes. A chest x-ray was performed to determine the proximity of the active lead to an inactive lead. The chest x-ray was noted to be "ok". The lead sensitivity was reprogrammed and the lead remains in use. The patient is a participant in the attain (B)(6) study. No patient complications have been reported as a result of this event.